Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No unexpected shock was noted when touching the insulin pump. No blue or dark color was noted on the screen. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer reported being shocked by her insulin pump. The customer also stated her blood glucose had gone from 301 mg/dl to 66 mg/dl. The customer's blood glucose was 159 mg/dl at the time of the call. The customer also reported her drive support cap was sunken in. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.